Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the air from the cartridge during the loading sequence. Customer continued to use existing cartridge. Customer¿s blood glucose level was 260 mg/dl.